Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025 during a visit, the peg tube was unable to be mobilized. The nurse stated that the residence does not mobilize the peg according to routine. A buried bumper was reported and a surgical consult was done. At the time of report, the surgeon scheduled a CT scan of the abdomen and continue to flush the gastric port.